Event description:
The customer contacted stryker to report that their device will not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed.there was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was sent to stryker service for further evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.